Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26541. It was reported the physician decided to abandon the patient's trial implant procedure. The physician had partially inserted two leads when the patient started moving on the table. They were unable to get the patient to hold still, there for the leads were removed.